Event description:
Customer had appointment with physician, the basal and bolus wizard rates were changed. The current blood glucose reading is 116 mg/dl. Customer reported a low blood glucose event. Customer was found unconscious by son, the paramedics were called to residence. Customer was treated at the scene, she did not go to hospital. The paramedics treated with IV. Patient has been experiencing low blood glucose events several times over the past year. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.